Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing, intermittent high blood glucose (bg) levels (200-456 mg/dl). A bolus via the pump was delivered to address the high bg. The customer stated that the high bg was due to her own body's natural bg fluctuations and thought that occasionally, the infusion set sites did not absorb insulin very well. However, the infusion set sites did not have any noted issues during these past events. After changing the current infusion set site, the customer's bg had decreased. No damage was observed to the cannula and the customer thought this was an absorption issue. The customer declined tandem technical support's offer to troubleshoot as the customer stated the pump and supplies were functioning as intended.